Event description:
A customer had a problem with the 1cc syringe. The needle broke off into his stomach.

Manufacturer narrative:
The device history record notes that over 800 syringes were visually and physically inspected during the packaging process with zero defects relating to insufficient epoxy or needle fall out. Kendall/tyco healthcare did not receive any samples with this complaint. A complete investigation cannot be completed without a sample. On our assembly machine, the presence of epoxy on the needle is verified. All production is statistically sampled and inspected, including the cannula pull test performed by inspectors. The cannula pull test results for this lot were acceptable.